Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 50502885, 12433496) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation with essure". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: 2 coils on borh side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: scout film shows presence of micro coils in expected location of fallopian tubes. Following instrumentation and contrast opacification , images were obtained. There is a round collection of contrast at the tip of the catheter, likely in the uterine cavity. There is no contrast extravasation. Lot number: 12433496 manufacture date: 2010-02 expiration date: 2013-01. Lot number: 50502885 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 50502885, 12433496) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation with essure". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: 2 coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: scout film shows presence of micro coils in expected location of fallopian tubes. Following instrumentation and contrast opacification , images were obtained. There is a round collection of contrast at the tip of the catheter, likely in the uterine cavity. There is no contrast extravasation. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter's information added.lot no. Added. New event: hydrothermal ablation with essure were added. Lab data were added.rcc added.event medical device removal updated to menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.